Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, while the physician was attempting to insert the sep12 into the rotating hemostasis valve (rhv), the rhv detached from the cat12, and the physician was unable to reattach the rhv. Therefore, the rhv was not used for the remainder of the procedure. The procedure was completed using a new rhv and the same sep12. There was no report of an adverse effect to the patient.